Event description:
The customer observed false nonreactive architect anti-hcv results for a 35-year-old male patient who was diagnosed with chronic hepatitis c. The patient sample was tested on other platforms which generated positive results. The sample was also tested for hcv rna and the result was negative. The customer is still questioning the architect anti-hcv results. The following data was provided: (B)(6)2023 sid (B)(6)initial result from alinity I anti-hcv = 0.2283 s/co (nonreactive) (B)(6)2023 repeat result from architect anti-hcv = 0.1981 s/co (nonreactive) sysmex platform: result = 1.178 coi (positive) maccura platform: result = 82.145 s/co (positive) roche platform: result = 10.02 coi (positive) hcv rna = < 25 iu/ml (negative) the sample was sent to shanghai test center and a negative result was obtained. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, master lot release record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot perform as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 46350be01, and complaint issue. In-house testing of a retained reagent kit of the complaint lot was not performed since the complaint lot number 46350be01 expired on 15aug2023. The master lot release record was reviewed for lot 46350be01 and the data indicated the lot met the release specifications. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect anti-hcv reagent, lot number 46350be01.the following sections have been corrected to reflect the current contact nicole jenne, wiesbaden, deu: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office postal code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). This report is being filed on an international product, list number 06c37-78 (architect anti-hcv) that has a similar product distributed in the us, list number 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect anti-hcv results for a 35-year-old male patient who was diagnosed with chronic hepatitis c. The patient sample was tested on other platforms which generated positive results. The sample was also tested for hcv rna and the result was negative. The customer is still questioning the architect anti-hcv results. The following data was provided: on (B)(6) 2023 sid (B)(6) initial result from alinity I anti-hcv = 0.2283 s/co (nonreactive). On (B)(6) 2023 repeat result from architect anti-hcv = 0.1981 s/co (nonreactive) sysmex platform: result = 1.178 coi (positive). Maccura platform: result = 82.145 s/co (positive). Roche platform: result = 10.02 coi (positive). Hcv rna = < 25 iu/ml (negative). The sample was sent to shanghai test center and a negative result was obtained. No impact to patient management was reported.